Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 120 mg/dl, 400 mg/dl and 40 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported getting an error-1 message on their freestyle lite blood glucose meter and the test didn't start after sample was applied. They also reported getting an error-1 and error-3 messages on their freestyle freedom lite meter. The customer further reported as a result of being unable to test, he experienced symptoms of hypoglycemia. The paramedics were called and treated him with "sugar shot". He also self-treated with food counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
(B) (4). Customer returned meter sn ((B) (4)) for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Similar readings to those reported by the customer reported were found in meter's memory however, they were not obtained within 10 minutes of one another.